Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized on (B)(6) 2010. A peritoneal effluent culture and analysis was not performed. On an unreported date, the patient was treated with an unspecified remedial therapy. Dianeal pd2 therapy was ongoing. The cause of the peritonitis was unknown. At the time of this report, the patient was still hospitalized. The outcome for the event of peritonitis was reported as unknown. The consumer did not provide a causality statement for the event of peritonitis.